Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Lot number information has not been provided to permit further investigation. The root cause is undetermined. (B)(4): device discarded.

Event description:
It was reported that during a total knee procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences as a result of this event. It was further reported there was a minor delay to obtain another blade and the procedure was completed successfully.